Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r; upn: m365sc11600; model: sc-1160; serial: (B)(6); batch: 332838.

Event description:
It was reported that the patient experienced loss and inadequate stimulation despite a reprogramming attempt. The patients lead had high impedance and was found out that it was fractured and the wires were exposed, polyurethane cover was gone in multiple places. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted devices will not be returned per hospital policy.

Event description:
It was reported that the patient experienced loss and inadequate stimulation despite a reprogramming attempt. The patient's lead had high impedance and was found out that it was fractured and the wires were exposed, polyurethane cover was gone in multiple places. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted devices will not be returned per hospital policy. Additional information was received that the device was not returned for analysis. However, a labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Media inspection confirmed lead fracture and wires were exposed.